Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/19/2014 with the following findings: the complaint could not be confirmed or duplicated on investigation. All keypad buttons were fully responsive and the keypad cover was fully intact. The keypad cover was removed and there were no defects found to the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.